Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10th march 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-8741-40, 3.5 mm beveled ft driver, cannulated, t10 hexalobe, the driver shaft broke during procedure. The same issue occurred for the 2nd unit within a short period of time. This was detected during a minimally invasive bunionectomy procedure on (B)(6) 2026. The procedure was completed successfully by using a replacement device of the same model. There was no patient harm.